Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report reporting the following information regarding an abbott diabetes care (adc) device: a customer stated, "I received a recall letter, and my freestyle libre 3 sensor lot number is listed." No adverse health impact or need for medical treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.